Event description:
The following was reported to hamilton medical ag: during CPR, ventilation was started in simv+ mode, but the actual measured value of single ventilation volume remained 0 and several alarms occurred frequently. Hospital staff felt that air was not being delivered from c1 and switched to another ventilator. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).